Manufacturer narrative:
Weight - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#2134265-2011-00792 and 2134265-2011-00958. It was reported that post a stenting treatment procedure, a patient death occurred. In (B)(6) 2009, a 3.0x33mm and 3.0x28mm non-bsc stent were implanted, overlapping, in the distal portion of the mid right coronary artery (rca). In (B)(6) 2009, a 2.5x8mm non-bsc stent was implanted in the obtuse marginal (om). A 3.0x18mm non- bsc stent was implanted in the proximal left circumflex (lcx). During the procedure, a complete total occlusion (cto) was identified in the posterior descending branch (pda). The vessel diameter was narrow and plain old balloon angioplasty (poba) was performed. In (B)(6) 2009, the lesion being treated was located in the distal to proximal left anterior descending (lad) artery. Three taxus liberte stents (2.5x20mm, 2.5x16mm, and 2.5x8mm) were deployed overlapping each other. A cto was identified in the distal portion of the mid lad. The physician was unable to cross the lesion with an unknown device. No further treatment was performed and timi flow 1 was achieved. The patient was discharged mid (B)(6) 2009. Medications given included: aspirin and clopidogrel. In (B)(6) 2009, the patient was brought back to the hospital due to "cardiac shock". The patient had stopped taking the prescribed anti-platelets. An intra-aortic balloon pump (iabp) was placed and coronary angiography (cag) was performed. Thrombosis was noted within the mid and distal rca, om, proximal to mid lad stent locations. Thrombectomy and poba were performed. A 3.0x23mm non-bsc stent was implanted in distal rca. During the thrombectomy procedure, the patient experienced ventricular fibrillation and cardiopulmonary arrest. Percutaneous cardio-pulmonary support system (pcps) was placed, blood flow was recovered, but the heart "was hardly active at all". Two days post the (B)(6) 2009 intervention, the patient expired. The cause of death is not known.